Event description:
Consumer initially reported on 25 august 1997 that she experienced ocular stinging and burning sensations and was later diagnosed with an eye infection. On 12 january 1999, consumer's attorney reported that she was fitted with durasoft daily wear contact lenses on 14 may 1997. She began using the product on 04 august 1997 but did not experience any problems until 08 august 1997 when she awoke with discomfort and redness in both eyes. She visited her optometrist who told her that she was having an allergic reaction and prescribed flarex. Four days later, she was prescribed antibiotic drops (unspecified). Consumer reports that she continued experiencing ocular pain and discharge both eyes and was referred to an ocular surgeon on 13 august 1997 who diagnosed an eye infection and rings around her cornea. The surgeon referred the consumer to a corneal specialist who saw her on 14 august 1997 and diagnosed her with a mild mid-stromal reticular haze within the central visual axis of the cornea (left eye greater than right eye). He also noted a ring-like haze present in the cornea (both eyes) with overlying fluorescein staining. Consumer was further diagnosed with keratitis related to her contact lenses and was treated with topical antibiotics (unspecified). The attorney alleges that as a result of this condition, the consumer has been left with permanently impaired vision. Info included in the medical records provided indicates a possible acanthamoeba sp. Or herpes simplex viral infection. Additional info rec'd from ocular surgeon indicated pt experienced matter, ocular pain, tearing and photophobia. Info from corneal specialist indicated that pt experienced a moderate central keratitis (both eyes).